Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned for evaluation.

Event description:
It was reported that the infusion set was not properly inserted when using the link assist device. The caller observed that the cannula was pulling away from the body and was not inserted all the way. This resulted in an insulin leak and elevated blood glucose levels.